Manufacturer narrative:
During evaluation and investigation, the implants were not available for analysis. The implants are not expected to be returned for the manufacturer review/investigation. The lot number of the device was not provided, so the device history records could not be reviewed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a 3.5mm threaded peg migrated out of the associated hole in a phantom nail post operatively. The patient reported pain at the 30 day post operative follow up due to the migration of the peg. The implants were revised on (B)(6) 2020.